Event description:
The customer reported that while running a volume verification, summit sample handler did not pipette into row 6 and no error message was generated. A field service engineer was dispatched. No death or serious injury was associated with this event.